Event description:
Pt receiving physical therapy for cervical strain/sprain using interferential nerve stimulation on acute/subacute setting, to (r) cervical region and (l) anterior shoulder times 2 channels (4 pads). Intensity adjusted to comfort (about 21 mamps) and start pressed by therapist. Unit ran properly for 10 mins by pt report after 10 mins pt noticed intensity sharply increased in (r) cervical region. Channel a intensity found at its maximum-99 mamp.